Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported that a ring type artifact occurred on a patient image. The philips field service engineer (fse) confirmed there was no impact to the patient as a result of this issue. The fse reviewed the error logs, rings and plots and performed an air calibration; the artifact was reduced, but still present. Upon visual evaluation of the system, the fse found a crack in the compensator of the a-plane collimator. The fse replaced the a-plane collimator to resolve the issue. Calibrations and test scans were performed, and the system was returned to the customer for clinical use. This issue has been determined not to be a reportable event.